Event description:
It was reported that the system 9800 displayed a "precharge error" at startup. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was found that the system battery pack was leaking, and there was evidence that the batteries had arced to the system case. The batteries are on an order and will be replaced. Further problems are not anticipated once replacement has been made.